Manufacturer narrative:
(B)(4) other device used: catalog #00597206529, nexgen all poly patella, lot #60146865; manufactured at zimmer (B)(4); implanted (B)(6) 2004. The following devices implanted on (B)(6) 2013: catalog #00596203220, nexgen lps-flex prolong articular surface, lot #62016095, catalog #00598800326, nexgen tibial augment block, lot #62068969, catalog #00598800326, nexgen tibial augment block, lot #62209259, catalog #00598801010, nexgen stem implant, lot #62126530; manufactured at zimmer (B)(4), catalog #00598003701, nexgen stemmed precoat tibial component; manufactured at zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and swelling after a revision surgery.

Manufacturer narrative:
The devices were not returned, as they remain implanted in the patient. Therefore, the condition of the implants is unknown. These devices are used for treatment. Product history searches were conducted for the part/lot combinations for all the related components. No other complaints were identified for any of the part/lot combinations. The devices were verified for compatibility with no issues noted. The patient is alleging that the implants that remain implanted from both surgeries are causing the pain and swelling. The femoral component and the patella from the first revision surgery on (B)(6) 2004 remain implanted, along with all the proximal tibia components that were implanted during the second revision on (B)(6) 2013 (tibial plate, articular surface, stem extension, and augment blocks). Operative notes for the revision surgeries were not provided; therefore it is unknown whether the components were implanted with the correct fit and orientation as per surgical technique. There is no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. It was indicated that no more information is available at this time. The risks of pain and swelling are identified in the nexgen cr, ps, cra, lps and lcck package insert. The package insert lists pain and swelling as adverse effects; these are therefore known inherent risks of the procedure. A definitive root cause cannot be determined with the information provided.